Event description:
It was reported that after 4 minutes and 55 seconds of activation in the right anterior tibial artery, the distal tip of the recanalization catheter detached. No attempts were made to retrieve the detached tip. There was no reported patient injury. The patient is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.